Event description:
Tip of probe broke off and discovered missing immediately by surgeon upon removal from right lacrimal duct of (B)(6) male with right eye nasolacrimal duct obstruction. While the ent surgeon was probing the right lacrimal duct with the intention of unblocking the duct and placing a stent, the tip of the probe broke off. This was discovered when the probe was withdrawn by the surgeon. An x-ray was taken which confirmed the presence of a broken tip. Decision was made to abort the procedure and the pt was sent to a specialist at an eye clinic and eventually had the piece removed. Probe is ritleng probe s1.(B)(4) -MFR fci ophthalmics-. Dates of use: (B)(6) 2001 -- (B)(6) 2011.